Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker failed to send an alert for exceeding atrial tachyarrhythmias. This was due to the diagnostics clock being stuck and the device was not sending alerts. No intervention was performed. There were no patient consequences.